Event description:
It was reported that outside of surgery there was an incomplete mesh that was produced. The living legacy foundation/transplnt resc CT-maryland is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. At product evaluation investigation the cutter was found to not meet the acceptance criteria due to producing an incomplete mesh. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Multiple MDR reports were filed for this event, please see all associated report(s): 0001526350-2023-00023-1, 0001526350-2023-00390, 0001526350-2023-00391. Review of the most recent repair record determined the cutter failed the mesh cut due to an incomplete mesh; however, the repair was not completed because cutters are not repairable devices. The cutter was does not meet the zimmer mesh test acceptance criteria and was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.